Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12254. It was reported, the pt is scheduled for a lead revision due to lead migration. Further investigation is unavailable at this time. Note the pt received two leads from different lot numbers. Both leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.